Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The customer refused to fill out an incident form and didn't send it to us. Service engineer tested the device and advised: " lens from deepfx heavily dirty and slightly scratched. Deepfx has a strong offset and cannot be adjusted. System completely cleaned and pyroboard calibrated. Near & farfield adjustment corrected. The deepfx offset was used to shoot at the disposable tip. Watch the impacts in the picture. A technician on site explained that the doctor had been working with oxygen, which would have caused it to fizzle out. All cables replaced as well as foot switches. System cleaned and successfully tested for functionality. The user error most likely occurred in combination with the oxygen and the incorrect adjustment on the deepfx." Prof. Ed. & clinical training director advised: "a facial burn with ultrapulse deepfx got escalated without providing any visual nor further description allowing to establish the severity nor the extension of the "burn". Details related to treatment parameters, patient condition and skin type are also unknown. Technical investigation evidenced lack of integrity and cleanliness of scanner, cable and footswitch and offset between aiming beam and actual laser beam. With such conditions, and since checks prior treatment have not been made as per manufacturer's guidelines (um, clinical instructions), the adverse event results from user error as any set parameters on the device could not have been delivered to tissue as expected. With the lack of "burn" details (degree of burn, facial area), it is impossible to assess the severity of the injury. In abundance of caution and because of the ablative nature of the modality, the injury has been set to a scale of 6; serious injury requiring non-surgical medical treatment." According to the provided information there is no device malfunction found, but poor condition of the device and/or its components caused by inappropriate handling and/or and lack of timely maintenance. Since lumenis does not recommend customers operate their devices in such poor condition, continuing using of this device lies on customers responsibility and can be a possible reason for adverse event. Later, service team representative of lumenis (gso) said that the scanner appears to be covered in dirt, which indicates that the customer did not maintain it properly and sent them a chapter of um with explanation on how to perform adjustment of the deepfx micro scanner. All this information is also available in the "partner zone". Due to lack of clinical information, lumenis is reporting this event in an 'abundance of caution' to the FDA. Nevertheless, this case is non-reportable to the EU-MDR, because there is no malfunction found and the injury was caused by user error, which is not related to ergonomic features. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by co2 ultrapulse device.